Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that six days following the implant of this transcatheter bioprosthetic valve, faintness of the right finger and speech disorder occurred in the hospital. The patient was diagnosed with cerebral infarction by head magnetic resonance imaging (MRI). It was reported that the cerebral infarction was likely due to plaque rupture after the implant procedure. The patient was placed under observation with conservative treatment by oral administration of antithrombotic drug. Three weeks post-implant, the patient was transferred to a rehabilitation hospital. Rehabilitation was performed and the patient was discharged two weeks later in stable condition with independence in activities of daily life (adl). No additional adverse patient effects were reported.